Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The lal was cut during explantation. One a portion of the lens was returned. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens piece. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient implanted with a light adjustable lens+ (lal+, sn (B)(6) experienced a hyperopic refractive surprise following a refractive lens exchange. Two adjustments were performed before the patient underwent photorefractive keratectomy (prk) to attempt to further reduce the refractive error. The lens was subsequently explanted due to blurry vision.